Manufacturer narrative:
Concomitant medical products: product ID; 7435, serial# (B)(4), implanted: (B)(6) 2002, product type: programmer, patient. Product ID: 3998, lot# la8005, implanted: (B)(6) 2002, product type lead. (B)(4).

Event description:
The consumer reported that they were feeling shocking in their neck when they moved their neck a certain way. If they would turn their head or bend their neck a little it would shock them real bad. If they moved their head down or up or if they were laying down and moved their neck it would shock them and they would wake up. There were no falls or trauma associated with this event. The patient was indicated for complex regional pain syndrome type I. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.